Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial impedance measurements. No noise was noted, fracture is suspected. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right atrial impedance measurements. No noise was noted, fracture is suspected. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and this ra lead was explanted due to suspected conductor fracture. No additional adverse patient effects were reported. The device was not returned by the customer; therefore, no product analysis could be performed.